Event description:
Additional information was received. During a follow up visit, interrogation revealed less than one-half year battery longevity remaining. The device was interrogated twice, however the value did not change. A decision has been made to replace this device.

Event description:
Additional information was obtained. The device had changed modes from dddr to vvi. A replacement procedure was performed. This device was removed, replaced and returned for analysis.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status had not met elective replacement indicators. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore, the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device implanted four years displayed a magnet rate of 90ppm and remaining battery longevity of less than one-half year. After threshold testing was performed, longevity of two years remaining was displayed. This data co-incided with the previous interrogation three months earlier. Further follow up will be performed in six months. No adverse patient effects were reported.